Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the device would not work. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury. The device was returned with the knife blade exposed.